Event description:
It was reported that during a sleeve gastrectomy procedure, when loading the first two cartridges the metal rim came off the cartridge upon insertion. They were not used. A third cartridge was loaded and fired. The surgeon commented that it felt funny when fired, and then it locked and could not be opened. This was on the final transection of the stomach. A harmonic was used on both sides to remove the device. A new stapler was used without issue to continue. While using the harmonic, they got a message on the generator to relax pressure on blade, then clean blade. The blade was removed and cleaned, put on tissue, activated and then the active blade fell off into the patient. It was retrieved. A new harmonic was used to complete.

Manufacturer narrative:
(B)(4). Date sent: 05/18/2012. Cartridge pan dislodged. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st, 2nd, 3rd. During which stroke did the event occur? After firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Possible were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Felt funny. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The first device was open outside of the patient by forcibly squeezing the firing trigger. The jaws then opened. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. In addition, three reloads damaged were received. Reload b: pan dislodged, unfired and 5 drivers were missing. Reload c: pan dislodged, unfired and 4 drivers were missing. Reload d: pan dislodged and damaged, fully fired. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.